Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician;s office, there were no complications reported post-procedure. All other information, including the patient's current condition, is unknown and unavailable.